Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced 2 infusion set cannula kinked/bent event on 20-may-2024 after 3 or more hours of insertion. Insertion site was at abdomen. Infusion set has been used for less than one day. Customer regularly rotate site location. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 498mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.